Event description:
It was reported that the pt experienced pain and spasms while lifting and carrying his granddaughter. Upon x-ray examination, it was noted that the pt's catheter had become dislodged. The catheter was revised. The drug in the pump was hydromorphone at a concentration of 30.0 mg/ml and a dose of 0.178 mg per day. The pt recovered without sequela.

Manufacturer narrative:
Results code other = catheter and connector.